Event description:
The step motor has stopped suddenly. Manufacturer confirmed that the phenomenon sometimes occurred in the workbench. Manufacturer confirmed that the step motor itself was faulty because the phenomenon occurred if the step motor was mounted on another normal sv900c.